Event description:
A customer reported negatively biased results for the vitros ca125 aassay. No patient results were reported. Biased results on the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as the result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the biased results occurred on one reagent pack across multiple lots of control fluids, and on two different eci analyzers. Datalogger analysis showed no known instrument malfunctions associated with this event. Though the reproducibility of the event is consistent with a well coating issue, the root cause is unknown.